Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with itching that extended beyond the patch perimeter. The area was prepared with alcohol before placing the sensor on the body and prescription oral medication, cephalexin and doxycycline after beginning (B)(6) 2024. No additional patient or event information is available.